Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was alleged that the infusion device was delivering an inaccurate amount of insulin. The patient experienced elevated blood glucose levels. The patient was admitted to the hospital on (B)(6) 2016 and is still currently in the hospital. Patient has been treated at the hospital with apidra insulin. It is unknown the amount of insulin administered. Patient received a blood glucose reading at the hospital of 800 mg/dl, however the date this was obtained was not provided. The infusion device was returned for product evaluation.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.